Event description:
Initial report: after treatment in the nasolabial folds with cosmoderm I, the patient observed pink-red skin and lumps at the treatment site. The physician has prescribed no treatment. Recent follow up findings from the physician notes that the redness of skin was also pruritic. The patient was treated with a kenalog injection to hasten resolution of symptoms. The symptoms have resolved.

Manufacturer narrative:
Device evaluation: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we fine no assignable cause for this complaint.